Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: "device shows tf 5507 error codes during maintenance."

Manufacturer narrative:
Tf5507 indicates a false positive alarm due to a defective sensor board pmixer. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Manufacturer narrative:
Tf5507 indicates a false positive alarm due to a defective sensor board pmixer.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: "device shows tf 5507 error codes during maintenance."

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: "device shows tf 5507 error codes during maintenance."

Manufacturer narrative:
Tf5507 indicates a false positive alarm due to a defective sensor board pmixer. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that tf 5507 error occurred on the ventilator. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. To address the issue, a sensor board was shipped to the customer. No log files were provided for analysis, and no feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the sensor board, as no further issues have been reported.